Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an i.v. Administration set with control-a-flo regulator had liquid leakage at the flow control regulator. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a damaged flow deviator leading to a leak of the solution. Due to the nature of the sample, no additional tests were performed for the actual sample. Retention samples were visually checked and functionally tested (leak test); no issues were observed. The reported condition was verified during photographic inspection. The cause of the condition was due to the material during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.